Event description:
Boston scientific received information that this patient is part of a clinical study and during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, right after the pocket was closed, out of range lv impedances were observed with measurements greater than 3000 ohms using the ring 2 configuration. No capture was also observed when using the ring 2 configuration, but only one configuration was tested. The field representative noted that with the pacing system analyzer (psa), the measurements using the ring 2 configuration were good and everything else looked normal with the psa and through the device. The field representative stated it was clearly identified that the lv lead tip was beyond the connector block, so under-insertion was not suspected. Boston scientific technical services (ts) discussed reconnecting the lv lead to the device header, but the physician elected to not reopen the pocket as all other vectors tested normal. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.